Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and determined to be related to use of the device. One 4fr s/l powerpicc solo was returned for investigation. The returned sample revealed evidence of use. What appeared to be tape residue was observed on the catheter. The printing on the extension leg was worn. The catheter extended to the 38cm depth mark. Two semi-circumferential splits were observed in the s/l catheter tubing and were 1.4 cm apart. One was located between the 1 and 2 cm depth marks. One was located between the 3 and 4 cm depth marks. A microscopic examination of the splits revealed rough and granular edges and adjoining surfaces. Wrinkles were observed in the external surface of the tubing parallel and adjacent to the splits. A tactual investigation revealed that the tubing had the tendency to kink across the splits that were found in the tubing. The splits and kinking observed in the catheter indicates that the tubing was placed in a location that was susceptible to bending. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. The product IFU indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of recz2061 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during PICC implantation, a leak was noted in the catheter. The device was removed. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz2061 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during PICC implantation, a leak was noted in the catheter. The device was removed. There was no reported patient injury.